Event description:
On (B)(6) 2018, pt underwent craniotomy in the operating room for depth electrodes placement to allow invasive eeg monitoring on inpatient unit. On (B)(6) 2018 during planned electrode removal at bedside, the distal end of the 8 contact depth electrode was retained. One of the depth electrodes has a shear in it just past the first contact.